Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2021, baseline (computed tomography angiography) cta revealed aortic valve morphology to be tricuspid with pre-procedure aortic annulus diameter of 22.5 mm. Qualitative assessment of aortic valve calcification was mild. Fifteen days later, a (computerized tomography) CT assessment indicated that the subject's proximal vessel diameter (brachiocephalic artery) was 11.0 mm and distal vessel diameter (left common carotid artery) was 8.0 mm. Subsequently, the subject was randomized into the (B)(6) tavr study (sentinel group) and index procedure was performed on the same day. Prior to index procedure, heparin or other anticoagulant was given. The subject was on a prior regimen of aspirin and antiplatelet other than aspirin at the time of index procedure. The subject did not receive a loading dose of aspirin. After heparin had been given and prior to sentinel device insertion, the activated clotting time (act) was 285 sec. An introducer was placed into the right radial artery and sentinel system was deployed with proximal filter in the brachiocephalic artery and distal filter in the left common carotid artery. An arterial sheath was placed and then the native aortic valve was treated with direct deployment of 23mm sapien 3 or iteration valve. Post dilatation was not performed. Of note, while attempting to advance the 23 mm sapien valve, the subject was noted to be hypotensive secondary to acute aortic regurgitation caused by amplatz stiff wire. There was correct positioning of a single prosthetic heart valve in the proper anatomic location. Sentinel system was successfully retrieved without any complications. During the index procedure, when the 23 mm sapien valve was advanced into aorta and mounted, post which the subject was noted with aortic insufficiency with cardiogenic shock and the subject became acutely hypotensive. The subject suffered brief cardiac arrest and remained hypotensive with poor biventricular function. It was thought to be likely secondary to acute aortic regurgitation from stiff wire. Of note, site confirmed that hypotension was secondary to acute aortic regurgitation from stiff wire, hence complaint has been submitted for same as other product issue as site does not wish to report it as separate reportable event. The subject was immediately supported with drugs; brief (cardiopulmonary resuscitation) CPR was performed to circulate the drug and the subject was intubated by anesthesia. The valve was rapidly deployed and post deployment of the valve the improvement was noted in the hemodynamics. Right heart catheterization revealed, elevated pressure with fick cardiac output and subject was started on milrinones and epinephrine with improvement. As the subject was hypotensive and intra-aortic balloon pump was placed, post which there was great augmentation of blood pressure and the subject was able to come off the epinephrine. The subject was transferred to cicu post tavr for further management and extubated later in the afternoon. The index hospitalization was prolonged due to the complications noted for the subject. One day later, the intra-aortic balloon pump was removed as the subject was improving. Two days later, the subject had down trending of svo2, so dose of milrinone was increased. At 0.5 mcg/kg/min, the subject began experiencing the tachyarrhythmias, so the subject was transitioned from dobutamine 5 and the milrinone was slowly weaned off. The subject was recommended for increase amount of levophed for blood pressure support and as the filling pressure was rising so diuresis was attempted, initially with bolus of IV lasix, then infusion of lasix, then lasix/diuril combination infusion. Neurological examination (during 72 hours/ discharge) revealed, ble 4-/5; rue 5/5 at shoulder, 2/5 at elbow/wrist/hand due to pain not weakness; no indication of neurologic change. Site confirmed not baseline condition, but also not related to serious reportable condition. A nihss score noted to be 1 (not associated with any reportable event; separate reports not available). A mrs score was noted to be 4 (moderately severe disability; unable to walk without assistance and unable to attend to own bodily needs without assistance). Site confirmed that, increased score was not related to any serious reportable event. Three days later, outcome of the event ae-001was considered recovered/ resolved. On the same day, the subject complained of nausea, due to down trending of svo2 overnight, there was concerned for hypoperfusion due to low output after transition to dobutamine. The subject again developed tachyarrhythmia on telemetry which appeared to be atrial flutter. Immediately the subject became hypotensive and developed agonal respiration (not reportable separately). At that point, the subject had no pulse and hence the CPR was initiated. Unfortunately, despite of extensive resuscitation efforts the subject could not be revived and the subject expired. Per death certificate, time of death noted to be 5.10 am. However, as per discharge summary, time of death was noted to be 5.06 am. Site confirmed that, time of death was 05.06 am. Per death certificate the primary cause of death was pulseless electrical activity, however in (electronic data capture) edc the primary cause has been captured as asystole, however site confirmed the data captured in edc is per inpatient hospital records and does not wish to change. The underlying cause of death was acute on chronic heart failure with reduced ejection fraction, complication related to aortic valve replacement and severe nonrheumatic aortic valve stenosis. Per death certificate, autopsy was not performed. Site confirmed all the complication noted during this hospitalization has been subsumed under ae-001, and would not qualify to be reported separately, in opinion of pi.

Event description:
Protected tavr clinical study. It was reported that the patient died. In (B)(6) 2021, baseline (computed tomography angiography) cta revealed aortic valve morphology to be tricuspid with pre-procedure aortic annulus diameter of 22.5 mm. Qualitative assessment of aortic valve calcification was mild. Fifteen days later, a (computerized tomography) CT assessment indicated that the subject's proximal vessel diameter (brachiocephalic artery) was 11.0 mm and distal vessel diameter (left common carotid artery) was 8.0 mm. Subsequently, the subject was randomized into the protected tavr study (sentinel group) and index procedure was performed on the same day. Prior to index procedure, heparin or other anticoagulant was given. The subject was on a prior regimen of aspirin and antiplatelet other than aspirin at the time of index procedure. The subject did not receive a loading dose of aspirin. After heparin had been given and prior to sentinel device insertion, the activated clotting time (act) was 285 sec. An introducer was placed into the right radial artery and sentinel system was deployed with proximal filter in the brachiocephalic artery and distal filter in the left common carotid artery. An arterial sheath was placed and then the native aortic valve was treated with direct deployment of 23mm sapien 3 or iteration valve. Post dilatation was not performed. Of note, while attempting to advance the 23 mm sapien valve, the subject was noted to be hypotensive secondary to acute aortic regurgitation caused by amplatz stiff wire. There was correct positioning of a single prosthetic heart valve in the proper anatomic location. Sentinel system was successfully retrieved without any complications. During the index procedure, when the 23 mm sapien valve was advanced into aorta and mounted, post which the subject was noted with aortic insufficiency with cardiogenic shock and the subject became acutely hypotensive. The subject suffered brief cardiac arrest and remained hypotensive with poor biventricular function. It was thought to be likely secondary to acute aortic regurgitation from stiff wire. Of note, site confirmed that hypotension was secondary to acute aortic regurgitation from stiff wire, hence complaint has been submitted for same as other product issue as site does not wish to report it as separate reportable event. The subject was immediately supported with drugs; brief (cardiopulmonary resuscitation) CPR was performed to circulate the drug and the subject was intubated by anesthesia. The valve was rapidly deployed and post deployment of the valve the improvement was noted in the hemodynamics. Right heart catheterization revealed, elevated pressure with fick cardiac output and subject was started on milrinones and epinephrine with improvement. As the subject was hypotensive and intra-aortic balloon pump was placed, post which there was great augmentation of blood pressure and the subject was able to come off the epinephrine. The subject was transferred to cicu post tavr for further management and extubated later in the afternoon. The index hospitalization was prolonged due to the complications noted for the subject. One day later, the intra-aortic balloon pump was removed as the subject was improving. Two days later, the subject had down trending of svo2, so dose of milrinone was increased. At 0.5 mcg/kg/min, the subject began experiencing the tachyarrhythmias, so the subject was transitioned from dobutamine 5 and the milrinone was slowly weaned off. The subject was recommended for increase amount of levophed for blood pressure support and as the filling pressure was rising so diuresis was attempted, initially with bolus of IV lasix, then infusion of lasix, then lasix/diuril combination infusion. Neurological examination (during 72 hours/ discharge) revealed, ble 4-/5; rue 5/5 at shoulder, 2/5 at elbow/wrist/hand due to pain not weakness; no indication of neurologic change. Site confirmed not baseline condition, but also not related to serious reportable condition. A nihss score noted to be 1 (not associated with any reportable event; separate reports not available). A mrs score was noted to be 4 (moderately severe disability; unable to walk without assistance and unable to attend to own bodily needs without assistance). Site confirmed that, increased score was not related to any serious reportable event. Three days later, outcome of the event ae-001was considered recovered/ resolved. On the same day, the subject complained of nausea, due to down trending of svo2 overnight, there was concerned for hypoperfusion due to low output after transition to dobutamine. The subject again developed tachyarrhythmia on telemetry which appeared to be atrial flutter. Immediately the subject became hypotensive and developed agonal respiration (not reportable separately). At that point, the subject had no pulse and hence the CPR was initiated. Unfortunately, despite of extensive resuscitation efforts the subject could not be revived and the subject expired. Per death certificate, time of death noted to be 5.10 am. However, as per discharge summary, time of death was noted to be 5.06 am. Site confirmed that, time of death was 05.06 am. Per death certificate the primary cause of death was pulseless electrical activity, however in (electronic data capture) edc the primary cause has been captured as asystole, however site confirmed the data captured in edc is per inpatient hospital records and does not wish to change. The underlying cause of death was acute on chronic heart failure with reduced ejection fraction, complication related to aortic valve replacement and severe nonrheumatic aortic valve stenosis. Per death certificate, autopsy was not performed. Site confirmed all the complication noted during this hospitalization has been subsumed under ae-001, and would not qualify to be reported separately, in opinion of pi.